Manufacturer narrative:
The actual device involved in the complaint was returned, however, due to the condition of the item it was unable to be used for testing. As the lot number was unable to be identified no product was pulled from inventory for testing. Based on the testing conducted in related files 1032347-2014-00091 and 1032347-2014-00101 the most likely probable cause of the complaint is due to incorrect surgical technique. Four of four supplemental reports for the same event.

Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported a 45 minute surgical delay, the product in this file may have contributed to the delay. File six of six.